Event description:
In 2009, the lay-user/pt contacted lifescan alleging that a one touch ultra 2 meter had a battery indicator issue. The pt indicated that the alleged meter issue started on an unspecified date/time three weeks ago. On an unk date/time after the alleged issue began, the pt claimed that she developed symptoms of dizziness, blurred vision, and sweating. The pt did not take any actions related to diabetes treatment as a result of the alleged meter issue. It would have been helpful to know the following info: the pt's testing frequency, her medication and diabetes mgmt regimens, what actions the pt took before and after the symptoms developed, when the pt was last able to test before the alleged issue began, and what her last meter result was. In addition, it would have been helpful to know if the pt attributed the symptoms to high and/or low blood glucose, and what date/time the symptoms developed. The pt alleged a battery indicator issue. However, she admitted that she had not replaced the meter's battery according to the owner's manual. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms that can be associated with a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.